Event description:
A report was received that the patient had several falls and was having difficulty charging her ipg. The physician assessed that the ipg had tilted. The patient underwent a pocket revision procedure and the physician repositioned the pocket approximately four inches to the left of the current pocket on the patient's left hip.